Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 10apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported there was an incident that occurred with two oral kits, (q4 hour kit) and (q4 hour kit with chg).the report states, the two kits (sage and halyard) were stocked next to each other, and was mistaken as one for the other. This incident is currently being reviewed to find a potential cause for the patient developing ventilator-associated pneumonia (vap). Additional information was received on 22-march-2017 that confirmed there is only one patient involved that developed vap. Additional information was received on 24-march-2017 that provided the date the patient was placed on the ventilator was (B)(6) 2017. The vap was diagnosed on (B)(6) 2017. The patient developed a temperature of 101 on (B)(6) 2017 and on (B)(6) 2017 the temperature reached 103.6. An increase in the fraction of inspired oxygen (fi02), peep, and tracheal aspirate showed staph aureus on (B)(6) 2017. It was alleged the patient aspirated prior to intubation. The electronic medical record shows chlorhexidine (chg) was used on the patient every day while in the hospital. The educator stated, they called for chg to be sent from the pharmacy which was four days after the patient was diagnosed with vap no additional information provided.